Event description:
It was reported that the patient implanted with this pacemaker underwent an magnetic resonance imaging (MRI). The MRI was considered off-label as the device is non-MRI conditional. Interrogation of the device following the MRI noted appropriate device function, however, it was noted that the device stored a ventricular tachycardia (vt) episode during the MRI scan that appeared to be noise. The local field representative contacted technical services (ts) and inquired about potential programming options for MRI. Additionally, the device showed a battery status of less than three months remaining. The device battery was suspected to be depleting prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient implanted with this pacemaker underwent an magnetic resonance imaging (MRI). The MRI was considered off-label as the device is non-MRI conditional. Interrogation of the device following the MRI noted appropriate device function, however, it was noted that the device stored a ventricular tachycardia (vt) episode during the MRI scan that appeared to be noise. The local field representative contacted technical services (ts) and inquired about potential programming options for MRI. Additionally, the device showed a battery status of less than three months remaining. The device battery was suspected to be depleting prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.